Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the band cable had to be unplugged; otherwise, the machine would not power on. A field service engineer turned off the system and replaced the drawer board. After the replacement, the customer was able to successfully recover and access drawer 4.2. The drawer was then tested in hardware test application to ensure functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height drawer 4 board was out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.